Event description:
On 25/nov/2025, fresenius became aware of this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) daptomycin and oral linezolid (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s antibiotics were continued. On (B)(6) 2025, the patient was still experiencing abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient¿s abdominal pain has resolved. The pdrn attributed causality to an unspecified touch contamination event involving inadequate hand hygiene. The patient was discharged on (B)(6) 2025 and began outpatient hd on (B)(6) 2025. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse event of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving inadequate hand hygiene. Individuals undergoing pd (manual or cycler-based) are at high risk for infections of the peritoneum. Additionally, staphylococcus is commonly found in the mucus membranes and on the skin of humans. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 25/nov/2025, fresenius became aware of this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) daptomycin and oral linezolid (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s antibiotics were continued. On (B)(6) 2025, the patient was still experiencing abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient¿s abdominal pain has resolved. The pdrn attributed causality to an unspecified touch contamination event involving inadequate hand hygiene. The patient was discharged on (B)(6) 2025 and began outpatient hd on (B)(6) 2025. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.